Event description:
During a tonsillectomy procedure, the surgeon noticed that she shaft was heating up, his fingers burnt, he then pulled the device away and noticed that the pt had severe blistering around the mouth area along side the nose left and right. The surgeon is aware that the instrument has a protective sheath which the instructions for use state is to be used, but the surgeon elected not to use the sheath.